Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist discovered a domain name system (dns) problem on the device that led to the disconnected mode. The dns server was controlled by the hospital information technology. The issue was resolved and no further issue reported, close the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary was not communicating and was in critical override mode. The customer indicated that the nurses were unable to retrieve the medication for the new patient being admitted. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. There was no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
Correction: e1- initial reporter first name, initial reporter last name, initial reporter phone & initial reporter e-mail.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary was not communicating and was in critical override mode. The customer indicated that the nurses were unable to retrieve the medication for the new patient being admitted. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. There was no delay to patient care and adverse events or injuries reported based on this incident.